Event description:
On (B)(6) 2014, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while using the pump. The reporter stated that the patient experienced a blood glucose level of 500 mg/dl but was not reporting any symptoms associated with hyperglycemia. The reporter stated that the pump had alarmed during an unspecified action with the patient and that the patient did not properly respond to the alarm until they had contacted a customer support representative at animas. The patient rebooted the pump and was able to prime without the call service alarm reoccurring. This complaint is being reported because the patient experienced a hyperglycemic event due to use error of the pump.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.